Event description:
The customer reported that the system had a collimator iris potentiometer error at boot up. This would prevent the system from completing boot up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and replaced the collimator. The system operates as intended.